Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, the up arrow and contrast buttons were found to be unresponsive. All other keypad buttons responded appropriately. No physical damage was found on the keypad. The keypad was removed to find no contamination or physical damage. The pump was opened to find moisture on the keypad flex connector. Unrelated to the original complaint, a green line was observed through the display. A test display screen was used and operated properly.